Event description:
A pt reported experiencing inaccurate high results with a ot profile meter. The pt's blood glucose results was 200mg/dl and the lab was 140mg/dl. Tests were done within 20 mins with a difference of 60%. Pt did not experience any adverse events. No further info has been reported.